Manufacturer narrative:
Investigation details: the scope is shipped to MFR for evaluation. A supplemental report will be submitted when the device evaluation has been received from MFR.

Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, it was identified that the image was dark. A replacement unit was used to complete the procedure. The hospital did not report any patient involvement or complications.